Event description:
The physician reported that no troubleshooting was performed, no actions or interventions taken, and no cause determined related to overstimulation, burning, high blood pressure, and heart problems. Additionally, the physician noted the following, "no idea about this at all, saw patient once has dead system."

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# l79983, implanted: (B)(6) 2000, product type: lead. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 3887-33, lot# j0007941v, implanted: (B)(6) 2000, product type: lead. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was not working properly and was malfunctioning. The patient reported that the device was causing too much stimulation in the torso and was overstimulating their internal organs. The patient indicated that the ins caused their blood pressure to" raise up a bit" (which was determined by the family healthcare professional) and that it could be due to the overstimulation. They also stated that they could not get the stimulator to turn on and thought the ins was dead. In addition, the patient noted that the programmer would not turn off the ins and when they tried to turn it off they experienced a burning sensation in the hip. The burning sensation would occur when the patient hit any of the buttons on the programmer. Also, when the patient turned over at night the stimulator turned on, it caused stimulation in the upper torso/higher up in the body instead of the legs. The patient stated that their healthcare professional (hcp) did not have the appropriate equipment to turn the ins off. The patient noted that they may have to have the ins removed but was not sure. They were to see the hcp to see if they can "deactivate" the ins and, if they can't then it will be removed. Additional information received from the hcp reported that the patient had intermittent stimulation related to positional movement. The hcp did not have a clinician programmer available so no impedance measurements were taken. The hcp also reported that the patient had high blood pressure and heart problem issues along with burning at the ins site when using the remote. They noted that the symptoms had become severe for the patient. The patient had an appointment schedule for (B)(6) 2015 and the manufacturer's representative was to be contacted to be present. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.